Manufacturer narrative:
The device history record (DHR) for lot 2329900123 was reviewed and no anomalies related to the reported issue were observed. The device was received for evaluation and visual inspection showed signs of use, and a cut in the catheter was observed near the end of the hub, causing the leak. Based on the information provided, it was determined that the most probable cause of the reported defect is that the catheter was damaged during use. The instructions for use outline the correct way to use the catheter and how to avoid the type of cuts observed on the returned device. This information will be used for tracking and trending purposes, and we will continue to monitor.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they had a PICC line that was leaking from the tubing closest to the end of the tubing by the butterfly/"the hub. There was no harm reported.